Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer had high blood glucose of 481 mg/dl. Customer's blood glucose at time of call was over 600 mg/dl. During troubleshooting, found no delivery alarm, low battery alarm, and low reservoir alarm in history. Customer declined high pressure test. Customer was advised to monitor the device and blood glucose. Customer will not be returning the device for analysis.